Manufacturer narrative:
Evaluation summary (B)(4): the generator was returned and analysis confirmed the customer comment that the liquid crystal display (lcd) was missing pixels. Analysis also found the upper and lower cases and battery drawer broken and the upper case dented, which affected the keyboard fit, both bail covers, both bails and the ring, battery drawer o-ring and one case screw missing, the battery drawer was damaged, the keyboard was scratched and the encoder flex was damaged. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the external pulse generator (epg) failed preventive maintenance. The display was missing some lines/pixels. The epg was returned for repair. There was no patient involvement.

Event description:
It was reported the external pulse generator (epg) failed preventive maintenance. The display was missing some lines/pixels. The epg was returned for repair. There was no patient involvement.